Event description:
The patient presented to the clinic for a regular follow-up. Two non-sustained vf episodes were observed. The review of the data showed a non-physiologic noise sensed by the device. A lead anomaly was suspected. The patient will be traveling out of the country and no lead revision will be scheduled at this time. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.